Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received an inappropriate shock due to noise on two separate occasions. A boston scientific technical services consultant discussed the clinical observations with the caller and suggested troubleshooting. The noise was found to be in the area of the sensing electrode. The device remains programmed to secondary vector and the patient will continue to be monitored. No adverse patient effects were reported.